Event description:
It was reported that the bd precisionglide¿ allergy syringe had a needle that had penetrated the shield. Staff member obtained clean needle stick injury. The following information was provided by the initial reporter: it was reported that it was reported that "the needle was sticking through the cap and stuck a staff member."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: the photos was received by bd for evaluation. A quality engineer was able to review the photos of a 1ml syringe from lot # 1102219 regarding item # 305500 with the reported issue of ¿needle was sticking through the cap and stuck a staff member¿. The photos were examined and exhibited the cannula bent through the shield, exposing the cannula, which could lead to a needle stick. A review of the device history record was completed for batch #1102219. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Probable root cause is a misalignment at the shielder dial that caused the cannula to be bent before the shield was attached. H3 other text: see h10.

Event description:
It was reported that the bd precisionglide¿ allergy syringe had a needle that had penetrated the shield. Staff member obtained clean needle stick injury. The following information was provided by the initial reporter: it was reported that it was reported that "the needle was sticking through the cap and stuck a staff member."